Manufacturer narrative:
(B)(4). Carefusion acquired ge vital signs on (B)(6) 2013. A retrospective review of all complaint post acquisition was performed. This complaint was identified as being MDR reportable by cfn standards and is being submitted to the FDA.

Event description:
"Yesterday we had two isolated incidents of an internal leak in the new single limb ge circuits. One occurred in (B)(6) and another at (B)(6) (which I witnessed). In both cases, the preop leak test and machine check was unremarkable. Induction in both cases uneventful; however; in the middle of both cases, set tidal volumes were unattainable at low flows with mechanical and manual mask ventilation. Adequate tvs could not be achieved with high flows. Both machines detected a leak. In both events the circuit was changed out and this issue was resolved."